Manufacturer narrative:
G4: (B)(6) 2020. B4: (B)(6) 2020. Information was received that the customer declined the quote for service/repair. Reportedly, the repair was completed by a third party service provider and no other information on the repair was provided. The unit was return to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06aug2020.

Event description:
It was reported that the ventilator had an error code indicating the backup alarm buzzer capacitor test failure. There was no patient involvement. The service engineer (se) inspected the device and found the main board was faulty. The customer was quoted for service repair of the device.